Event description:
It was reported that valve embolization occurred. The native aortic annulus was 22.4mm in diameter with moderate calcification. Pre balloon aortic valvuloplasty was performed with a 20mm balloon. A 23mm lotus edge valve system was advanced and released in good position with no paravalvular leak. There was a minimal waste, a tug test was performed in accordance with the directions for use (dfu). The tug test was inconspicuous. During withdrawal of the lotus edge valve delivery system the lotus edge valve embolized into the aorta. The sheathing aids were still woven into the lotus edge valve. Withdrawal of the lotus edge valve delivery system was not possible without pulling the valve back through the aorta. It was decided to perform an open surgical intervention to remove the lotus edge valve and a non boston scientific surgical valve was implanted. The patient was stable throughout and has been extubated.